Event description:
Toxic shock syndrome [toxic shock syndrome]; positive for strep bacteria in vagina 20% [streptococcal identification test positive]; high fever [pyrexia]; elevated liver function tests [liver function test abnormal]; elevated white blood cell count [white blood cell count increased]; pulse was 130 [heart rate increased]; sunburn red body ras [rash erythematous]; swelling of hands [oedema peripheral]; peeling skin on hands [skin exfoliation]; swelling of tongue [swollen tongue]; sore throat [oropharyngeal pain]; didn't feel good [feeling abnormal]; swollen feet [oedema peripheral]; swollen eyelids [eyelid oedema]; eye jaundice [ocular icterus]; feet peeling [skin exfoliation]; delirious [delirium]. Case description: a consumer reported that they, a female age unspecified, used tampax tampon, version/absorbency/scent unk for 4 days and reported: toxic shock syndrome. The consumer reported that she was hospitalized for a week in 2008. The case outcome was unk. Past medical history included: allergy - unk, medical history - unk. The case was rec'd via email and consumer relations has sent a reply email asking the consumer to call. The consumer did provide a mailing address, so we can proceed with f/u. No further info was provided. On ten days later, drug and poison info center f/u phone call: the consumer reported that she started menstrual cycle on the previous month and reported a sore throat for three days in that month. She "didn't feel good" over that weekend, developed a high fever and went to an ER on the next day. She reported that she had also developed a sunburn red body rash, swelling of her hands and tongue. She was admitted to the hospital on the same day, directly from the emergency dept, and put in the intensive care unit where she remained for 2 days and was treated with IV antibiotics. The consumer was transferred to a medical floor for the remainder of her hospitalization. While hospitalized she had elevated liver function tests, an elevated white blood count, a pulse rate of 130 and was positive for streptococcal bacteria in her vagina. She was released from the hospital on the following month. She reported peeling of the skin on her hands beginning two days later, but she denied peeling on the soles of her feet. The case outcome was recovered. No further info was provided. On approx three weeks later, rec'd consumer's f/u questionnaire: the consumer reported that she used tampax pearl tampon, regular unscented to treat menstrual bleeding for five days in the previous month, and reported the following: had a fever beginning on the third day, went to the ER on the fifth day with fever, body rash, increased heart rate, swelling of the feet, tongue and eyelids; her eyes were jaundice and she was delirious. She was admitted to the ICU where she stayed for 2 days, then transferred to a regular bed where she remained hospitalized for an add'l 4 days. The consumer also reported that ther hands peeled for eight days in the following month, and her feet began to peel on six days later. Treatment: consisted of IV antibiotics while in the ICU, and the six day hosp stay. All symptoms had resolved except for the peeling of her feet. The case outcome was recovered/resolved with sequel. Past medical history included: asthma. Concomitant medications included: proair 90, 2/day to treat asthma. Exact prod used previously: yes, for approx one yr during her menstrual cycles. No further info was provided.

Manufacturer narrative:
Requested product sample return from consumer on 15-oct-2008. The consumer has not returned the product at this time. A lot check on 15-oct-2008 revealed no other complaints with this lot number. A batch retain was requested and results are pending.